Event description:
Report received of a patient death while the pump was in use. In 2003, the pump was programmed to deliver morphine 5mg/ml in the continuous mode at a rate of 5 ml/hr, with an unspecified container size. One day later, the patient's family reported to the homecare agency that the patient appeared "groggy." A homecare nurse went to the home and noted the patient was "alert and joking." Upon verifying the pump settings, the nurse noted that the pump was programmed in the mml/hr mode instead of the intended mg/hr mode. The pump was re-programmed to the intended settings and the therapy continued. Four days later, the patient expired. The cause of death was unspecified. After the customer received the pump, a review of the pump history was performed. The customer stated the history indicated that the pump settings had been changed after the nurse re-programmed the pump. The pump settings at the time of death were not provided. The customer indicated that tampering with the pump programming by the family may have occurred. Though requested, the customer declined to provide additional information.